Event description:
Customer reported experiencing inaccurate erratic results with a surestep enhanced meter. The customer's blood glucose results were 121, 226, 141, and 135 mg/dl. Tests were done within 10 minutes with a difference of 33%. Pt did not experience any adverse events. No further info has been reported.